Manufacturer narrative:
The returned device was evaluated. During evaluation, the failure was isolated to a defective instrument board. (B)(6). A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
The customer reported the device automatically changed to factory settings. No consequences or impact to patient was reported.